Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be batch related. The patient was hospitalized one day after onset of the peritonitis. The patient was treated with injection heparin (intraperitoneally (ip) dose and frequency not reported), injection fortum (1gram ip, frequency not reported), injection vancomycin (ip 1 gram once in 5 days) for the event. At the time of this report, it was unknown if the patient had recovered from the peritonitis event. Action taken with pd therapy was not reported. Additional information was requested but is not available. This is report 1 of 3 involved in this event.